Event description:
A customer contacted beckman coulter inc., (bci) and reported that erroneously high glucose (glucm) results were generated by the unicel dxc 800 pro synchron clinical system. The specimens were re-tested and repeated results were reported out of the lab. No erroneous results were reported out of the lab. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
Qc was within established ranges before the event. The customer found that there was a leakage around the electrode. The electrode and the retainer nut were replaced and the leakage stopped. Hardware is the root cause for this event.